Event description:
Onguard luer lock access device used to draw lab, upon removal of luer lock, tip attached to needleless connector broke off and remained in needleless connector. Needleless connector changed. Materials used collected for inspection.